Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate. No patient's ethnicity and race were provided. There was no harm to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that failure to osseointegrate occurs in 2 to 10% of cases and is considered an inherent risk in implant surgery. Although the root cause is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate. There was infection at the implant site, granulated tissue around the implant, and general bone loss. The patient also had implant placement in previously/simultaneously grafted site. She had bone type ii and no pre-existing conditions.

Manufacturer narrative:
Corrected: section b1: this section was updated as it was omitted at the initial submission. Section d4: the UDI was captured as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Returned sample results: the implant was verified to be a hahn tapered implant ø4.5 x 8mm (70-1154-imp0004) using radiographic template. The implant cover screw was attached. There were no defects or abnormalities observed. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis,smoking, and lack of oral hygiene may also be contributing factors.